Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had a power issue and emitted smoke and a burning smell. A patient was not connected and there was no harm to any patients or individuals because of this malfunction. The power supply was the original fresenius part on the machine. The bmt reported that there was no melting, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 35,000 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the power supply, which resolved the issue. The bmt reported that the machine has been returned to service without issue. The power supply is not available to be returned to the manufacturer for physical evaluation.